Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the device had additional analysis performed to identify the failure mechanism of the premature battery depletion. When powered with an external supply, the system current drain measured was nominal. Telemetry and pacing functioned nominally. The device was subjected to approximately 60°c for more than 17 hours. Nominal device system current drain was observed throughout the analysis. Regulated supply and reference voltages were nominal. No anomalies were observed during optical inspection, which included the stacked chip scale package (scsp). The analysis was terminated due to the inability to establish a high current drain condition. No hybrid anomalies were observed. The cause of the premature battery depletion was not determined.

Event description:
It was reported that the physician expressed dissatisfaction with the device longevity as the device reached the recommended replacement time (rrt) prematurely, possibly do to early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.